Manufacturer narrative:
The pump was returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. When the device was returned to mmd for investigation, it operated as expected. Mmd could not replicate or confirm the reported complaint. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that the pump was not delivering. They stated that the pump would appear to be running but would not deliver and did not alarm. They did state they were able to run the pump with water, but that the formula they were using would not infuse. Mmd did follow up with the initial reporter, who did not report the patient experiencing any adverse effects due to the complaint. No other information was provided. [Complaint-(B)(4)]

Event description:
The initial reporter stated that the pump was not delivering. They stated that the pump would appear to be running but would not deliver and did not alarm. They did state they were able to run the pump with water, but that the formula they were using would not infuse. Mmd did follow up with the initial reporter, who did not report the patient experiencing any adverse effects due to the complaint. No other information was provided. (B)(4).

Manufacturer narrative:
The pump was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd, an investigation could not be completed. This report will be updated if the device is returned to mmd.